Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 400 mg/dl. Due to the occlusion the customer went the emergency department after identifying life threatening high ketone levels on (B)(6) 2023. Customer was administered intravenous fluids of saline and insulin to resolve the issue. They were released from the hospital on (B)(6) 2023 with no permanent damage and the issue resolved. Customer changed pump supplies to address occlusion and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.